Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided d10. Concomitant medical products xifnt3211, osseotite tapered certain implant 3.25 x 11.5mm lot 2021070433 x 2 xifnt3210, osseotite tapered certain implant 3.25 x 10mm lot 2021070457 xifnt410, osseotite tapered certain implant 4 x 10mm lot 2021070059 xifnt410, osseotite tapered certain implant 4 x 10mm lot 2021031130 a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants in tooth sites 26, 21, 24 , 12 ,15 and 16 had to be removed due to peri-implantitis which was discovered during preparation for restoration with xrays. No additional appointment required.